Event description:
In 2005, the patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the physician, that the patient was at home and lost power due to a power outage at his home. As a result, his power base unit (pbu) reverted to the backup battery; however, the back-up battery was not connected within the pbu, which resulted in the pump stopping. The patient then connected to battery power and the pump restarted without incident. The patient was readmitted to the hospital for observation. Later that day the patient was doing well and was sent home. The patient remains on lvad support.